Manufacturer narrative:
The site has indicated that the pump remains implanted. Five batteries and a controller were returned to heartware for evaluation. The devices were exchanged without incident and there was no reported patient injury. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller and (B)(4) passed visual examination and functional testing; the devices performed per specification. Review of the controller log files confirm the reported event which revealed instances of battery power switching corresponding to the reported power switching event and two critical battery alarms four months prior; analysis indicated these likely occurred due a failure in communication between the controller and a battery. Log files revealed that the alarms occurred on controller power port 1. Functional testing revealed that (B)(4) contained a faulty cell pair. Analysis of the controller log files indicate that the most likely root cause of the reported event is due to the battery faulty cell malfunction. An internal investigation (CAPA) has been opened to address the issue.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned batteries (B)(4) revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.

Event description:
This event involved a patient 1 year and 10 months post heartware lvad implantation that experienced change of power source in the controller earlier than expected. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.